Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak between bifuse and med tubing while connected to a patient. The connection was cleaned and tightened; no further issues reported. There was no report of patient harm.

Manufacturer narrative:
Correction: date of event.